Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with stopper damaged and foreign matter on the syringe. 3 syringes were affected with the issue.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported with the use of the bd insulin¿ syringe there was an issue with stopper damaged and foreign matter on the syringe. 3 syringes were affected with the issue. H.6. Investigation summary: customer returned (2) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 7275583. Customer states that it appears the stopper is decomposing and spreading to the inside barrel and he's getting headaches and there is foreign matter. Both returned syringes were examined and neither sample exhibited a deformed stopper. However, both samples exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely ink smeared on the barrel. A review of the device history record was completed for batch# 7275583. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200721187, 200720764, 200720769] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink, harm). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7275583. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200721187, 200720764, 200720769] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with stopper damaged and foreign matter on the syringe.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with stopper damaged and foreign matter on the syringe.